Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a topical skin adhesive was used. When the doctor was attempting to dispense the product a shard penetration occurred. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual examination of the sample found shard penetration.